Manufacturer narrative:
On 4/17/2019, mentor became aware that the patient also reported during the FDA panel, that she had 4 kids before implantation and 2 when she had breast implants. Her younger children struggle with chronic illness and skin rashes . By age 3, second child has been chronically not well ¿ fibromyalgia, skin rashes, exhausted every day, bone issues. The patient reports that costs have been substantial. She also reported that she was reached out to to other moms and received 207 written reports from others with children who had issues. The patient calls for updated study on chemicals found in breast milk and safety on metals passing into placenta and breast milk, and wants recognition of risk to children in utero. On 5/1/2019, mentor became aware that patient code cancer was erroneously excluded from the initial report. 1-3 months post explantation, the patient was diagnosed with leukemia. The patient believes they are related to the breast implants and that several ingredients in the silicone shell cause cancer. The patient underwent stem cell transplant in 2013. The patient reported for 10 years, her body battled the toxins, biofilm and heavy metals from the implants. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083904) that a female patient of unknown age who underwent breast prostheses implantation with two unspecified mentor saline breast prostheses on (B)(6) 2001, experienced the following, "mentor textured saline breast implants made me sick from the time I was implanted until I explanted. I was bedridden. I had neurological issues, severe, extreme and uncontrollable fast weight loss and then extreme and fast uncontrollable weight gain. So much muscle pain, tenderness throughout my body, hair loss, fatigue, joint pain, numbness, stiffness, dizziness, mental fog, anxiety, breast burning, fibromyalgia, multiple more symptoms. Went to multiple types of doctors. Tried medicines, tried everything the drs said to do. Things got worse. Dr believed I was a hypochondriac and not sick. I explanted (B)(6) 2012 and felt immediately better. Around (B)(6) 2013 began to feel deathly ill again and I was diagnosed with all. Had stem cell transplant (B)(6) 2013. Several ingredients in the silicone shell are known carcinogens linked to cause leukemia. I explanted 3 months before cancer diagnosis. I am now 5.5 yrs post transplant and I am (B)(6) I had cancer because of these breast implants." As a result the patient underwent bilateral removal on (B)(6)2012. This medwatch form is for the left breast prosthesis.